Event description:
It was reported by a nurse that high lead impedance was observed during a follow-up visit (7/limit/high). The pt's mother indicated that the voice change was no longer preset when the device activated and high lead impedance was received during diagnostics. The perception of stimulation decreased as well with the finding of high impedance. The pt had trauma to the chest area in jan in which the pt claimed the generator stimulated continuously. Diagnostics after the reported trauma were within normal limits indicating proper device function (normal mode ok/ok/4). X-rays were received by the MFR and reviewed. Review of x-rays indicated the generator was visualized in the left chest. The filter feedthrough wires were intact and the lead pin was fully inserted passed the connector blocks. There was a small portion of the lead behind the generator and continuity in that portion of the lead cannot be assessed. The electrode placement appeared to be normal and the lead was routed down to the generator. The lead appeared to be detached from the negative electrode. There were no other gross discontinuities or acute angles found in the visible portions of the lead body.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.